Manufacturer narrative:
A philips technical support specialist (tse) remotely interviewed the onsite customer. The tse confirmed with the customer the device issue that the system speaker has no sound. The philips technical support specialist (tse) ordered the customer a replacement system main board to resolve the device issue. The device was operational after repairs were completed and the device was returned back into service. Remove reporting address state (B)(6).

Event description:
The customer reported a speaker malfunction error with the system and the system speaker has no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.